Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The lot number is unknown; therefore, a batch review was not performed. Per the patient, there was air in the patient line. From the data within the complaint information, the root cause was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a check patient line alarm which occurred on home choice (hc) during use during initial drain. Drain volume(dv)= 3ml. The baxter technical service representative (tsr) had the home patient (hp) pull the line up and down near the door, close and open the transfer set, slide patient line clamp down, check for kinks and fibrin. The hp stated that there was air in the patient line. The tsr advised the hp to end therapy and start over with new supplies. The tsr assisted the hp to end therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.